Event description:
It was reported that when the patient "drove and stuff sitting down and when he hit a bump" he would get a big shock. It was also stated that the patient didn't feel it was working, meaning that it was not helping with his pain. It was initially thought it was working but that was due to the patient still taking opiates. It was also noted that the patient experienced positional changes; when he was sitting the stimulation was more faint compared to when he was lying down. The patient only used the device for 6 months after implant and then "let it go." He had stopped charging for about 4-6 months and then when he had tried to charge, it wouldn't work. He had tried without success intermittently since. It was noted that the patient was going to have an MRI of his knee and the possibility of the device having to be explanted for this was reviewed. The spinal cord stimulation (scs) system was no longer in use. Follow-up was performed to determine if any troubleshooting had occurred, if a cause had been determined, if any intervention was required, if the issue was resolved, and if the patient was receiving effective therapy. This event will be updated if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID: 37752, serial# (B)(4), implanted: (B)(6) 2008, product type: recharger. Product ID: 37082-20, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 3888-56, lot# v100373, implanted: (B)(6) 2008, product type: lead. Product ID: 3888-56, lot# v103247, implanted: (B)(6) 2008, product type: lead. Product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2007, product type: lead. (B)(4).